Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer did experienced symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer reported display was frozen. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. Patient returned pump for an alleged frozen screen observed on (B)(6) 2022. Pump received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing medtronic logo. Unable to download history files and traces using thus due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, cracked keypad overlay, pillowing keypad overlay and fading serial number label. Flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assembly. Pump failed to download history files and traces due to moisture damage on the electronic assembly. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incomplete. The complete information has been included with this report in h6, h10 section.